Event description:
It was reported that the user announced a breakfast meal, received approximately half of the intended insulin delivery, then experienced an occlusion alert on an infusion set with contact detach, which resolved only after a full supply change and education on not re-announcing the meal so the system could manage glucose. No adverse clinical symptoms associated with an interruption of insulin delivery consistent with an occlusion alert. Outcomes included restoration of insulin delivery after the supply change and user education on appropriate troubleshooting. Investigation included remote troubleshooting and user education. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set that was corrected by replacing the infusion set and related supplies. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion leading to interrupted insulin delivery.

Manufacturer narrative:
Initial.